Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding/general abnormal. Bleeding') in an adult female patient who had essure (batch no. 50814-not valid,508014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2005, the patient had essure inserted. In 2006, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and cystitis ("bladder infection"). The patient was treated with surgery (scheduled date: (B)(6) 2018. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, cystitis, fatigue, weight increased, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: onset date of ae: not long after she had the surgery. Discrepancy noted for insertion date previously reported as 2005 now it is reported as 18jan2006 received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms : no quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding/general abnormal. Bleeding') in an adult female patient who had essure (batch no. 50814(pfs)-inv,508014(mr)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2005, the patient had essure inserted. In 2006, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and cystitis ("bladder infection"). The patient was treated with surgery (scheduled date: (B)(6) 2018. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, cystitis, fatigue, weight increased, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: onset date of ae: not long after she had the surgery. Discrepancy noted for insertion date previously reported as 2005 now it is reported as (B)(6) 2006 received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms : no. Most recent follow-up information incorporated above includes: on 11-nov-2019: update of information (batch is inv). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding/general abnormal. Bleeding') in an adult female patient who had essure (batch no. 50814 (per pfs), 508014(per mr)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2005, the patient had essure inserted. In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and cystitis ("bladder infection"). The patient was treated with surgery (scheduled date: (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, cystitis, fatigue, weight increased, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: onset date of ae: not long after she had the surgery. Discrepancy noted for insertion date previously reported as 2005 now it is reported as (B)(6) 2006. Received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms: no. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case was updated from other event to incident lot number added. Following events were added : abnormal vaginal bleeding, nausea. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.